Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the loose eyepiece could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue, of the eye piece being loose was unable to be confirmed. The device evaluation found that the image was blurry and shadowy due to lens, meniscus damage. It was also found that the tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the eyepiece was loose with blurred spots in the center. The issue was found in preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of harm.